Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Device information: attempts were made to obtain the device serial/lot number, and the serial/lot number was unavailable. Concomitant medical products and therapy dates: asked but unavailable. Device manufacture date: as the device serial/lot number is unavailable, the device manufacture date is unknown. Attempts were made to obtain the device serial/lot number, and the serial/lot number was unavailable. No device history record review was able to be completed . According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoleak and reoperation.

Event description:
On (B)(6) 2013 the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® thoracic endoprostheses (tag). Two tag devices were implanted in the descending aorta. On an unknown date, postoperative proximal type I endoleak was confirmed. On (B)(6) 2019, reintervention was performed whereby right axillary artery-left axillary artery bypass was completed and a gore® tag® conformable thoracic stent graft (tgu454515j) was implanted from zone 2. On an unknown date, postoperative proximal type I endoleak was confirmed. No aneurysm enlargement was reported. The cause of the type I endoleak was not reported. On (B)(6) 2020 reintervention was performed. A carotid-subclavian bypass was completed and a gore® tag® conformable thoracic stent graft with active control system (tgm454510j) was implanted from zone 1. The type I endoleak was resolved. The patient tolerated the procedure.